Manufacturer narrative:
The electrode lot number and their expiration date were requested but not provided. The field service engineer (fse) renewed the connection to the ion-selective electrode (ise) syringe. He also replaced the sipper nozzle, vacuum nozzle, and sample probe. He performed an ise check with successful results. Qc was performed with successful results. The fse verified that the system was functioning properly. The investigation determined that the event was due to mechanical leakage/seal. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable ise indirect na for gen.2 results from multiple patient samples tested on the cobas 8000 cobas ise module. The reporter was able to provide one example of a discrepant result. The initial result was not reported outside of the laboratory. The reporter deemed the initial result erroneous which prompted the rerun of the patient sample. The high result was 145 mmol/l. The low result was 137 mmol/l.